Event description:
Patient was revised due to pain.

Event description:
Litigation papers also alleges the patient suffered from metallosis, inflammation, muscle, tendon, ligament and tissue damage, loosening of the prosthesis, chromium and cobalt toxicity, disfigurement and mental anguish.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.